Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of above 500 mg/dl and a large ketone level identified as dangerous by healthcare professional. Reportedly, the cartridge was leaking from the o-ring. Subsequently, customer was hospitalized in the intensive care unit. Bg was treated with intravenous insulin and saline. Reportedly, the customer was released on 6/30/2022 with the issue resolved and no permanent damage. Reportedly, the customer reverted to manual injections for insulin therapy.